Event description:
In 2003, as the phlebotomist was trying to eject the eclipse needle from the pronto holder, the safety shield apparently broke off and the needle scrapped the phlebotomist's thumb. The needle and shield fell off into the sharps container. The phlebotomist received combivere prophylaxis for some time, as they could not get consent from the pt to test their blood and see if it was infectious. No product available.